Event description:
It was reported that the pump did not help to control the patient's pain. The patient experienced intermittent periods of overdose. Following a refill (date not reported) the patient's legs went numb. After another refill and dose adjustment (date not reported) the patient became sleepy and reported that he was literally falling asleep on his feet. When the pump was bumped, which was reported to have occurred on two different occasions, the patient experienced slurred speech and increased sleepiness. No device troubleshooting was performed. The pump was replaced. The report indicated that the patient recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.